Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked and the cause was not known. The pump was functional. Blood glucose was not impacted due to the cracked touchscreen. A pump system check was performed and no device issues were identified. The customer was to use insulin injections for insulin therapy.